Event description:
The user facility reported that the 8 french angio-seal arteriotomy locator and sheath would not click to confirm seating when assembled. No adverse effects were reported. The event occurred intra-operative. No blood loss was reported. There was no patient injury/medical or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 01 feb 2024: the type of procedure performed was an interventional neuroradiology (unknown specific procedure). Multiple devices were attempted; however, it was unknown how hemostasis was achieved. There was no audible click on mating or tactile feedback after mating. The user was unable to mate the locator with the hub after many attempts.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: charge technician the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 28 mar 2024, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.